Event description:
It was reported that the vns patient's device showed high lead impedance when a diagnostic test was performed. It was also reported that the pt has been experiencing an increase in seizure activity and was hospitalized as a result. The patient's output current was set to 0 ma and medication has been increased to help with the increased seizure level. X-rays were taken and sent to the manufacturer for review. Review of x-rays revealed a gross discontinuity immediately superior to the fourth rib on the left side of the patient's chest. The discontinuity in the lead body is a likely cause for the high lead impedance. Follow-up revealed that there is a possible relationship between increase in seizure activity and the high lead impedance event due to loss of therapy. There is no report of trauma contributing to the event. Pt is scheduled for a surgical consult. Pt has not been scheduled for replacement surgery yet.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death.

Event description:
It was reported that the patient was in process for a referred for a surgical consult appointment. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient underwent full revision surgery. The explant facility discards the explants and does not return. The explanted devices have not been received to date.